Event description:
It was reported that the patient had been hospitalized with high blood glucose levels. The patient's blood glucose levels were at an unknown level. It was also reported that the controller was stuck on step 14 of 29 during the initialization process. It is unknown when the patient was released and how they were treated. Three follow ups were attempted but no new information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.